Manufacturer narrative:
Titan touch pump and detached inlet and exhaust tube with connector were received for evaluation. A separation within abrasion was noted on the shorter exhaust tube of the pump at the tube/strain relief junction. This was a site of leakage. Abrasion was also noted on the longer exhaust tube and inlet tube of the pump. Abrasion was noted on the detached exhaust tube. No functional abnormalities were noted with either detached tube or connectors. Based on examination of the returned product, it was concluded that while in-vivo both exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tubing at the tube/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
, According to the available information, this device was was explanted due to a crack in the tubing. No other adverse patient effects were reported.